Event description:
Boston scientific crm received info that this right ventricular lead was explanted and replaced two months after implant due to an increase in threshold measurements. As of today, the explanted product has not been returned for analysis. If the product is returned or if additional info becomes available, this report will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.